Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level sensor had numerous 'level not attached' audible alarms with no visual alarm. As mitigation the team replaced the level sensor pads and made sure they were secure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2021, the team experienced a problem with the heart lung machine (hlm) while on cpb whereby there was numerous 'level not attached' audible alarms with no visual alarm (captured in messages under the auxiliary tab). There was no change out, no delay, no blood loss, and no adverse event, and the procedure was completed successfully.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the red and yellow level sensor. Testing was completed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the yellow and red level sensors to lab use only (luo) testing equipment and observed them both to function as intended. There were no random alarms or alerts throughout testing. The yellow and red level sensor met specification. The red level sensor: part number: 195274, serial number: (B)(4), UDI: (B)(4). Per data log review: the complaint indicates the issue occurred on (B)(6) 2021. The level log only covers (B)(6)2021. On (B)(6) 2021 the level alarm probe was reporting many status changes from coupled to uncoupled, back to coupled. This will cause an alert tone and 'level not attached' message as reported when level detection is turned on. This confirms the complaint on a different date.